Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas failed to infuse insulin and displayed repeated alert 38 motor stall notifications, with no sound during rewind, resulting in the patient not receiving insulin; a replacement device was arranged, and the family administered subcutaneous lispro via pen. Symptoms included hyperglycemia with blood glucose reported at approximately 500 mg/dl. Outcomes included an unexpected medical intervention requiring medication and classification as a serious injury or illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.